Event description:
Customer reported he had dropped the device and a part in the reservoir compartment was broken. Customer stated the part where you put the reservoir and could no longer use the device. Customer's blood glucose was unknown. Customer was trying to do a set change when the device fell. Customer stated the top of the reservoir compartment had broken off. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, broken reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window.